Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography with plastic stent removal procedure in the bile duct, performed on an unknown date. During the procedure, when the physician attempted to remove the stent, the distal end of the stent tore off as he pulled it out of the bile duct with a snare. The advanix biliary stent was removed and another advanix biliary stent was implanted. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed the stent was ripped/torn. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.